Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss. No patient complications were reported.